Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) to report several different issues with their onetouch verioiq meter. The patient reported the lfs device displayed an unspecified error message, did not power on and was reverting to the setup mode. The complaint was classified based on the customer care advocate (cca) documentation, since the patient was unable to be reached by phone for additional information. It is not known when the alleged meter issues began. The patient reportedly manages their diabetes with insulin; however it is not known if the patient made any adjustments to their usual diabetes management regimen in response to the issues they reportedly experienced with the lfs device. The patient reported developing symptoms of feeling ¿shaky, sweaty and heart racing¿; however, was unable to confirm if the symptoms developed prior to or after they began to experience the multiple issues with the subject meter. The patient reported treating self with food and/or drink at an unspecified date/time. At the time of troubleshooting, the cca noted that the subject meter powered on when a test strip was inserted and that the patient was able to test successfully without obtaining an error message. The cca was unable to confirm if the subject meter would power on manually with a button press. Replacement products were sent to the patient. This complaint is being reported because the patient reported developing signs/symptoms suggestive of a serious injury after the multiple meter issues began. The alleged meter issues could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Follow-up # 1 ¿ (08/21/2014). The patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: no error message is observed in the error log, and error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.